Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA. This report is of constipation and peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced constipation. On (B)(6) 2012, the patient was hospitalized (reason not reported). On (B)(6) 2012, the patient experienced peritonitis. The cause of peritonitis was constipation. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). Corrected information: further information was received from a nurse, who medically confirmed this report. On an unreported date during hospitalization, pd therapy was stopped and the pd catheter was removed as it was old. On an unknown date, hemodialysis therapy was initiated. On (B)(6) 2012 (previously reported as (B)(6) 2012), the patient experienced peritonitis. On that same day, the patient was hospitalized for peritonitis (previously reason was not reported). The nurse could not clarify the culture result and the cause of peritonitis.

Manufacturer narrative:
(B)(4). This is report 3 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot numbers gd892638 and gd892828. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.